Event description:
It was reported that during testing conducted at the user facility the core impaction drill was running hot. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The technician was unable to confirm the reported event of heating up but noted that the bearing stop was unpressing.